Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they had a high blood glucose of 449 mg/dl. They kept getting no delivery alarms on the insulin pump. They declined troubleshooting for the high blood glucose. They checked their blood glucose again and it was 457 mg/dl. Troubleshooting was performed for the no delivery and insulin exited without incident. The device will not be returned for analysis.